Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, when attempting to harvest the suture, the suture and knot were outside of the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy sutures was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy sutures incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.